Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp unit and was able to reproduce the reported issue. The stm replaced the pneumatic module assembly (pim), which corrected the helium issue. Unit passed all calibrations, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during patient transport, the cardiosave intra-aortic balloon pump (iabp) experienced a helium issue. There was no patient harm and no adverse event reported.